Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; a specific value was not provided. The customer straightened the tubing and resumed insulin resolving elevated bg and the occlusion alarm.